Manufacturer narrative:
During a laparoscopic gastric bypass, the needle broke at the lock box. This incident did not cause any injury to the pt. The production documents of this lot are proof that the right materials/components were used and that the instruments were mfg in accordance with the given production specifications. Conclusion: the visual inspection showed that the surface of the maneuverable jaw is rough and uneven. Also, one of the two handle screws got unscrewed. However, considering the two details mentioned above, we have to assume that too much pressure has been applied to the instrument. Our trend analysis shows that this article is not inclined to break and it can be assumed that there was no material defect, no defect in design or any defect in mfg. Thus we feel that no corrective action is to be taken on our part.